Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
An hcp contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer service representative was unsuccessful in getting a hold of the patient. The following is based on the initial call placed on (B)(6) 2010: the hcp mentioned that the patient had obtained allegedly high readings compared to another meter; however, was unable to provide the readings on either devices. The patient self-treated with more insulin and at an unspecified time later developed symptoms of "low blood sugar". No further information was provided by the hcp about the incident or the meter. It would have been helpful to know the readings on both devices, how much insulin the patient and taken, how long symptoms had lasted and whether the patient tested when exhibiting symptoms. The products were replaced. The complaint is being reported since the patient alleged that due to the high readings, the patient took an increase dosage of insulin and later developed symptoms of low blood glucose.

Manufacturer narrative:
The 510 (k) # is k061118. Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.